Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25665. The patient is a participant in a clinical study ((B)(6)). The patient has two leads from the same lot number. It was reported the patient ((B)(6)) is experiencing uncomfortable stimulation. Reprogramming attempts did not provide resolution. In turn, the patient may undergo surgical intervention at a later date.